Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement procedure, the length of the trocar needle was allegedly found to be longer than the catheter too much. It was further reported that the end of the catheter tip was allegedly appeared as a pile-like fold. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation, three electronic photos were provided for review. The photo shows a part of catheter with inserted trocar needle in which the trocar needle seems extended at catheter tip and a slight deformation at the end of the catheter tip. Therefore, the investigation is inconclusive for the reported trocar needle length as only a part of catheter with inserted trocar needle was shown and confirmed for reported catheter deformation issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 01/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement procedure, the length of the trocar needle was allegedly found to be longer than the catheter too much. It was further reported that the end of the catheter tip was allegedly appeared as a pile-like fold. The procedure was completed using another device. There was no patient contact.